Event description:
The customer reported that the device would not synch when they were attempting to cardiovert a rhythm. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that the device would not synch when they were attempting to cardiovert a rhythm. There was no impact to the involved pt. The customer's biomedical engineer fully evaluated the device, and it passed all testing. No trouble was found. Also, there were no errors in the system log. The biomed reported that the pt rhythm was vf at the time of the attempted cardioversion. Not that vf has no r-waves, and is not a rhythm that can be cardioverted. The biomed returned the device to service. We consider this issue to have been the result of user misunderstanding.